Manufacturer narrative:
Analysis confirmed the customer comment that the stylus could not be calibrated, the touch screen assembly was out of specification. It was additionally noted errors were found in the update history. The touch screen assembly was replaced and the touch screen calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all its final functional and systems tests.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. It was additionally reported that the programmer's accompanying software analyzer had been sent back because it was not working properly. The product has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service.